Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1528201) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the mynxgrip vascular closure device was deployed normally and without complications. A hematoma of over 6 cm in size developed on the way to post-operative room. Manual compression was applied for more than 30 minutes. The patient was discharged then returned back to the hospital a day later complaining of groin pain. Blood was drawn and the patient was noted to have a decreased hemoglobin and was hospitalized. A pseudoaneurysm was also diagnosed at that time. On (B)(6) 2015, the patient was brought to the catheterization laboratory for an ultra sound guided thrombin injection. Upon entering the pseudoaneurysm with a needle, it was determined that thrombin injection was not needed. Manual compression was applied for 30 minutes to resolve the pseudoaneurysm . Additional information: there were no multiple stick punctures. There were no multiple sheath exchanges. Vessel location: peripheral sheath size: 6f stick location: low.